Manufacturer narrative:
The investigation is incomplete at the time of this report.

Event description:
The event is reported as: the customer alleges that the balloon deflated during use. Intervention - the patient was re-intubated. No patient injury reported. The patient condition is reported as fine.